Event description:
It was reported by the patient that she underwent right total hip arthroplasty in 2007. At about 15 months post-op, she stated experiencing pain and a bone scan revealed a loose cup. Her surgeon has recommended a revision procedure, which is scheduled for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.